Manufacturer narrative:
(B)(4). Batch #: n/a. Investigation summary: the generator was returned for preventative maintenance. Per service manual operational and diagnostic analysis it was determined that a failure was detected during electrical safety test at the service center. The power entry module and power supply module were replaced as identified in the investigation to address the issue. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during preventive maintenance there was a failure detected during the electrical safety test at the service center. There was no reported malfunction from the customer, no patient involvement, and no surgical delay.